Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Technical root cause could not be determined as the system was performing within specifications and as intended. The contributing factors could be sterilization of instruments, surgical techniques, pre and post-operative medications. (B)(4).

Event description:
An optometrist reported that a patient who underwent bilateral lasik was diagnosed with trace, diffuse lamellar keratitis (dlk) in the right eye, at the one day postoperative visit. The patient was doing well and had no visual complaints. The topical steroid drops were increased. The event resolved with the treatment. No further information is expected.